Manufacturer narrative:
The technician found the head end brake caster wheel is worn, most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed preventative maintenance on their beds. The technician replaced the head end brake caster wheel and adjusted all brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the head end brake caster sets but still rolls. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).